Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting no pacing output, elevated threshold measurements and stimulation. An x-ray was performed and lead was visualized in same position. However, a micro-perforation was suspected and a revision procedure was performed. The lead was repositioned without further incident. No additional adverse patient effects were reported.